Event description:
Patient slipped and fell on ice, landing directly on right elbow, "jamming" the right shoulder and resulting in a humeral fracture. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.